Manufacturer narrative:
Depuy still considers the investigation closed

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege since surgical implantation, patient has suffered symptoms including, but not limited to pain, soreness and difficulty walking. It is further alleged the patient has suffered significant harm, including but not limited to physical injury and bodily impairment, debilitating lack of mobility and conscious pain and suffering. Doi: (B)(6) 2009 - dor: no revision reported at this time. (Right side) patient is a resident of oh. Update: (B)(6) 2013 - ppd received. Part/lot and dob information have been updated. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.